Event description:
It was reported the patient experienced several inappropriate shocks. It was determined the right ventricular lead was oversensing. The physician suspected a lead fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).